Manufacturer narrative:
Internal report reference number: (B)(4) . Additional report reference number: (B)(4) . B2: adverse event report is being submitted due to customer contacting doctor due to puncture wounds not healing. Lancing device and lancets were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer attempted to contact customer to ensure the customer¿s initial concern was resolved; unable to establish contact with customer. Note 2: manufacturer made contact with customer in a follow-up call on (B)(6) 2024 to ensure the customer¿s initial concern was resolved- the customer stated that she was left a message to return the allegedly defective products and customer advised that she will has no interest in returning anything back to us. Placed customer on a brief hold and customer disconnected the call.

Event description:
Customer called to request compensation because she is going to see her doctor as she has 3 puncture wounds that will not heal. Customer is using the true draw lancing device and 30-gauge true plus lancets. Customer stated that her wounds are medium size. Customer declined to troubleshoot and replacement of product(s). Customer stated she will be getting a letter from her doctor claiming injury with the product to get compensation.